Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pan, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hormonal changes, migraines, headaches, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion.. Most recent follow-up information incorporated above includes: on 28-oct-2020: medical record received lot number was added. Reporter information was added. Date of insertion and date of removal were updated. We have received a lot number in this case. A technical investigation will be conducted including a batch review , and a review of complaint records and other relevant data; should any new and reportable information become available from our investigations, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pan, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hormonal changes, migraines, headaches, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion.. Lot number: 627728 manufacturing date: 2008/07 expiration date: 2010/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pan, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hormonal changes, migraines, headaches, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion.. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Case became incident. Previously reported ¿injury¿ was updated to chronic/pelvic pain. Events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hormonal changes, migraines, headaches, nausea and weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.